Event description:
The account alleges that during a thoracentesis, the physician noticed a leaky valve. The same device was used to complete the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for investigation. The device was examined visually, and function testing was performed. The complaint is confirmed. The root cause could not be established. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.